Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor and switch were in failure. The motor and switch were replaced and resolved the reported issue. Device has not been returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device sometimes stops during use. No harm or delay and an alternate device was used to complete the procedure. No additional graft was required. No adverse events were reported as a result of this malfunction.